Event description:
The customer reported that the AED is prompting a battery replace now warning but it has not reached the expiry date yet. They reported this did not occur during patient use.

Manufacturer narrative:
The customer reported that the AED is prompting a battery replace now warning but the battery has not reached the expiry date yet. Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.